Event description:
Info received that the head of bed would not go down when CPR foot lever was pressed. No injury reported.

Manufacturer narrative:
Bed located in storage. Tech found head would not go down when CPR foot lever was pressed. Isolated issue to faulty CPR valve. Replaced the CPR valve to resolve this issue.